Event description:
It was reported that an ilet device lost all power despite two hours on the charging pad, displayed full charge while on the charger, and showed a fully depleted battery immediately upon removal, consistent with battery not holding charge and potential charging system malfunction. Symptoms included no device power availability. Outcomes included interruption of therapy due to loss of device function. Investigation included complaint intake and case assessment for power and battery performance. Investigation of this case revealed a suspected battery depletion and charging fault involving the device power subsystem. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to the battery or charging interface.

Manufacturer narrative:
Investigation description: complaint was confirmed through engineering logs. Logs indicated the device battery was depleting rapidly. The root cause was determined to be a faulty battery.